Event description:
Boston scientific (bsc) crm received information that this dextrus atrial lead had dislodged one day post implant. A revision procedure was performed and the lead was successfully repositioned. The lead remains actively implanted and no other adverse events have been reported. Implant, explant and event dates were not made available.